Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported all the keypad buttons had become unresponsive. The patient claimed to have went swimming on the previous weekend. The patient stated there was no visible damage to the keypad or pump. The patient denied any trauma to the pump. The patient reportedly wore the pump on a belt clip and did not clean it. The patient reported moisture and corrosion present in the battery compartment. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn. The "up" "down" and "ok" buttons were found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.